Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology in unk. It was reported that the pt had extremely small in diameter vessels. The physician was unable to advance the stent graft to the intending landing zone. The stent graft delivery system was removed from the pt. The physician elected to surgically convert the pt to a conventional open repair of the aaa.